Event description:
Date of event is unk. The set returned for this report was sent with another product for a customer report of leaking and breaking of disposable set. No pt harm reported. Several attempts to contact the customer clinical contact to obtain additional info were unsuccessful.

Manufacturer narrative:
(B) (4). (B) (4). Visual inspection of the set received noted upper fitment being broken from the white vented spike. The reported event encompasses no death or injury. The failure modes for leaks in disposable administration sets have previously been identified to be due to dimensional issues, insufficient solvent application, and/or use error conditions such as application of excessive force, cuts, pinches, pin holes, tears etc. Device history record for the reported lot number indicates no quality notifications issued during the production build. Trending of the reported problem type occurs monthly in the complaint review board; trend to date does not suggest the need for detailed failure investigation at this time.